Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0njxz, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the lead revised last year because nothing worked. Patient reported they had a return of target symptoms, noting that they started having trouble retaining fluids. Patient stated they performed programming adjustments and increased stimulation on 3 different programs, but the patient was unable to feel any stimulation. Patient reported the healthcare provider conducted surgery and found the lead had come to the surface and the healthcare provider found the lead off. The healthcare provider surgically removed and replaced the lead. The revision had already occurred on (B)(6) 2017. No further complications were reported or anticipated.